Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported the patient was hospitalized for an unknown infection because of complications of his pej tube placement. Patient was discharged from the hospital on (B)(6) 2021. An opening was made in the skin to rinse the infection. Surrounding tissue feels hard. No pain. Patient was given unknown antibiotics until (B)(6) 2021 and unknown antibiotic lotion to the skin. Wound care done 3 times a day. No further information available.